Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was septic due to a (B)(6) infection. The source of the mrsa is not known. The patient's implantable cardioverter defibrillator (ICD) was explanted followed by explant of the leads the next day. The patient was treated with antibiotics and the system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.